Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed which observed a damaged interlink septum and luer stem. Functional testing including pressure testing was performed and observed a damaged male luer. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the male luer of an interlink system non-dehp t-connector extension set was cracked. This issue was identified when the user opened the package and removed the protective cover on the male luer prior to use on the patient. There was no patient involvement. No additional information is available.